Manufacturer narrative:
It was determined that the power supply was not functioning properly and therefore replaced. The device successfully passed performance specification testing after the repair was completed. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is not powering on. No patient involvement.